Event description:
Robotic cadiere forceps (endowrist graspers) in patient and cable snapped. Removed from patient. No foreign body left in patient and no harm to patient. Instrument removed from serivce and sent to intuitive.